Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bowel perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Multiple attempts were made to obtain additional information. Location and causality of the "rip in the bowel" is unknown. Device related procedure/placement is unknown. Due to lack of available information, abbvie has chosen to report this complaint conservatively.

Event description:
On an unknown date, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced peg tube dislocation and a "rip in the bowel". Though requested, additional information including location of "rip in bowel" was not provided. The disposition of the device is not available.